Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead impedance alert triggered due to a slight increase in lead impedance measurements that crossed threshold line. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.